Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked. The following information was provided by the initial reporter: I have 2 nexiva 18ga IV catheters reference# 383519 lot # 4156830 that were leaking from where the tubing goes into the catheter. The pt had to be stuck 3 times. Can you please send me kit to send these back for evaluation and credit.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complain of a leak at the septum was confirmed and the cause appeared to be manufacturing related. Three 18g nexiva units were provided for investigation. What appeared to be blood residue was present between the grey canister and the catheter adapter on one unit, which was indicative of leakage. The canister was damaged, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The leak could only be confirmed on one sample. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.